Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit had a scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The doctor is releasing customer with manual injections and requesting insulin pump to be evaluated. The customer was treated for high blood glucose, with insulin drip and manual injections. The customer's blood glucose level during hospitalization was 354mg/dl. Customer made an attempt to lower high blood glucose level with bolus, and manual injections and it was unsuccessful. Unable to test the device due to not having infusion set. The blood glucose reading was 218mg/dl. Nothing further reported.